Manufacturer narrative:
(B)(4). G2: report source spain. De fortuny, lucas martorell, leal, alexandre coelho, sanchez-soler, juan francisco, martinez-diaz, santos, leon, alfonso, lopez,marques f. (2022) mini-invasive approach vs. Traditional open reduction for periprosthetic hip fracture osteosynthesis with the ncb plate. Injury, vol 54, pgs. 706-711. Https://doi.org/10.1016/j.injury.2022.10.015. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental mir will be submitted.

Event description:
It was reported in a journal article that 2 patients experienced implant rupture. Additional surgery was required; however, no further details have been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. H3 other text : product info is unknown.

Event description:
No additional event information to report at this time.